Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 780 hematology analyzer generated falsely high basophil (ba%) results without instrument generated flags. Three (3) patient samples were provided to demonstrate this issue. No erroneous results were reported out of the laboratory. Operator-defined basophilia flags were provided for each patient sample. Per the customer, lower basophil results were obtained on an alternate instrument and by manual smear review, which the customer considers correct. These results were not provided for the investigation. There was no death, injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
The specimens were collected in 3-4ml edta tubes, stored at room temperature, and processed within 12 hours. Samples were processed in the cassette presentation mode. 2. Controls were run before and after the event, and where within qc specifications. A field service engineer (fse) was dispatched and found that the samples with basophilia had low differential counts. As a consequence, the fse replaced the stabilyse solenoid valve, the stabilyse sample line, and the sample line from the differential sample valve to the differential mixing chamber. The fse verified instrument operation and confirmed that issue was no longer observed. The root cause is attributed to the parts that were replaced in association with the differential stabilyse during instrument servicing subsequent to this event.